Event description:
It was reported the ventricular lead impedance at implant was 564 ohms. After the first year, impedance started to rise and was now 2000 ohms. They had tried to reprogram to unipolar in (B) (6) 2009, but the patient passed out and they changed back to bipolar. The lead was replaced. No further patient complications were reported as a result of this event. Additional information received reported the lead was capped and replaced also due to high threshold and low impedance.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.